Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - impact code - f2304 prophylactic treatment.

Event description:
Dexcom was made aware on 05/13/2024, that on (B)(6) 2024 the patient experienced a skin reaction. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. It was reported that the patient experienced a skin reaction which occurred the day the sensor had been inserted in the arm. Prior to sensor insertion the area was prepped with alcohol. The patient developed itching, redness, inflammation, swelling, and ¿small spots¿ under the sensor patch area only. On (B)(6) 2024 the parent decided to remove the sensor and consulted a dermatologist due to the symptoms worsened. The hcp (healthcare provider) prescribed an oral antibiotic (amoxicillin 400 mg, three times per week) and a topical steroid (hydrocortisone ointment one application every day) medication to help prevent an infection. At the time of the report, the parent confirmed they started the medication treatment on (B)(6) 2024, and the wound had already healed. The patient's condition at the time of the call was stable. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.